Manufacturer narrative:
The suspect sample was returned and evaluated by conmed. The returned sample was subjected to an electrosurgical unit (esu) interface test, which simulates actual use. The returned sample had failed as it had activated without the depression of the switch. Conmed has determined the root cause and has implemented corrective action to prevent this failure from occuring in the future.

Event description:
The 'coag' function on the electrosurgical hand piece did not stop outputting energy.

Manufacturer narrative:
Conmed has not received the device in question yet. A follow-up report will be filed within the next 30 calendar days to disclose the evaluation results.